Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device is experiencing reboot issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This pca was returned "reboot issue¿ this was not verified in lab testing. `device failed for a therapy controller issue. From troubleshooting, it was determined that this therapy board failed for t2, pin(s) lifted.